Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 7.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. The balloon was inflated three times at 6, 8, and 10 atmospheres; however, on the fourth inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.